Event description:
The ceramic tip of a resectoscope inner sheath broke in the course of a turp. Fragments of the ceramic material were retrieved and the rest were irrigated out of the bladder. No pt consequences were reported.